Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 4g bag of magnesium was programmed to infuse over 4 hours however it infused within 1 hour. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with no anomalies observed. Analysis of the pcu event log shows no events recorded for the customer's revised event date of (B)(6) 2017. The log shows entries ending on 09 june 2017 and starting again on 22 june 2017. No infusions on the customer's previously reported event date of (B)(6) 2017 match the reported event description. Functional testing was performed and the device was infusing within specifications. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Correction on initial report: describe event or problem. Additional information provided: concomitant medical products.

Event description:
The customer reported that a 50 ml secondary infusion with 4 g of magnesium was programmed to infuse over 4 hours however it infused within 1 hour. The primary infusion was 1000 ml of an unspecified solution set at an unspecified rate. The risk manager wrote: "rn did program the pump correctly, pressed start at 06:55:42, received a stop secondary alert at 06:55:53, then stopped the infusion at 06:55:57, did something with primary infusion and vtbi, and restarted it 1 second later."